Event description:
Literature was reviewed regarding: the study aims to evaluate clinical and radiological outcomes as well as treatment-related complications of patients treated with flow diverters (fds) for acutely ruptured intracranial aneurysms (ias). The time frame of this study was: january 2012 to december 2019. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: pipeline embolization device (ped), ped with shield technology (62 devices), and other unspecified medtronic devices. Deaths occurred in the study population. The overall mortality rate was 18% (18 out of 102 patients), with a treatment-related mortality rate of 5% (5 out of 102 patients). One patient died due to rebleeding. The causes of death were: rebleeding (1 death) among patient adverse events included: treatment-related complications in 45% of patients (49 patients). Postoperative intracranial hemorrhage (ich) in 17% of patients (19 patients). New ich or expansion of existing ich in 17% of patients (19 patients). Rebleeding rate of 3% (3 patients). Other hemorrhagic complications: groin hemorrhage (2%), serious epistaxis (1%), upper gastrointestinal bleeding (1%). Ischemic complications in 29% of patients (32 patients). Stent thrombosis in 8% of patients (9 patients). Postoperative intraventricular hemorrhage (ivh) in 23% of patients (25 patients). Unfavorable functional outcome (mrs 3¿6) in 27% of patients (28 out of 102). No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Continuation of d10: product ID nv unk pipeline (lot: unknown); product type: ; implant date n/a; explant date n/a. Product ID nv unk pipeline (unknown); product type: ; implant date n/a; explant date n/a. G2: citation: authors: kemal alpay, tero hinkka, antti e lindgren, juha-matti isokangas, rahul raj, riitta parkkola, matias sinisalo, jussi numminen, juha-pekka pienimäki, petri saari, janne seppänen, k. Finnish flow diverter study: 8 years of experience in the treatment of acutely ruptured intracranial aneurysms. J neuro intervent surg 14:699¿703 2022. Doi: 10.1136/neurintsurg-2021-017641 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.